Manufacturer narrative:
Updated fields: b3, b5, g2 (added health professional), h4 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The evaluation could not duplicate any image issue. Therefore, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The equipment was inspected prior to use. The failure was observed just before the start of the procedure. The intended procedure was therapeutic. The intended procedure was completed with the same equipment. There was no delay in the procedure. The event was observed by a medical engineer.

Manufacturer narrative:
UDI (B)(4). The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. In addition, the battery was found to be worn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported to olympus on behalf of the customer, the image on the visera elite video system center sometimes disappeared. There were no reports of patient or user harm associated with this event.